Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted and replaced due to a battery status indicator of eri (elective replacement indicator). There were no allegations or complaints against the device. Upon arrival at guidant's reliability assurance laboratory (ral), the technicians could not establish telemetry.